Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report #'s 1627487-2012-00302 and 1627487-2012-00303. It was reported, the pt ((B)(6)) developed an infection at the lead incision site 9 days following trial implant. As such, the pt's lead, extension and anchor were explanted. Cultures were taken; however, the results have not been discolored. Oral antibiotics were administered as treatment for the infection. F/u on this matter found the pt is recovering well. The explanted devices were discarded and will not be returned to the MFR.